Event description:
A malfunction was reported with a pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump and assisted the customer with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while contacting support if issues arose again.